Event description:
A renegade micro catheter was used for the therapeutic injection of medication. During the procedure, the tip of the catheter fractured and migrated to the pt's ileolumbar branch. Presently, there are no immediate plans for removing the tip particles.